Event description:
The patient was stable and moving to extubation when the team noticed an "abnormal awakening." The extensive right brain stroke was believed to be an embolic stroke probably consistent with the thrombus found in the left ventricle. The device operated as expected. The device was not explanted. There were no changes to anticoagulation or patient condition were associated with this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two days after the patient's implantation the patient did not awake from the procedure. A computed tomography (CT) scan confirmed an extensive right brain stroke. This was the first heartmate 3 (hm3) implant completed by this team, who were supported by an external surgical proctor. The team had experience with similar devices. There was thrombus identified in the left ventricle during the implantation, the team believed this may be the source of this event. The patient was disconnected from all support. There were no alarms detected and the log files were submitted for review.